Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that med bank application was frozen. The technical support specialist (tss) remoted into the system, closed the application via task manager, and relaunched the application. Users were able to successfully sign in and use medbank as intended. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the medbank was frozen, preventing users from logging in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.